Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a locked screen and would not turn off. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The remote service engineer (rse) instructed the customer to disconnect the battery and hold down the on/off switch for five seconds. The customer was able to power down the device and noted that the device was a rental from us med equip. The rse then informed the customer that since the device is owned by us med equip, us med equip is responsible for the repair. No additional details are available.